Manufacturer narrative:
Continued e1: alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated".

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later the healthcare professional reported "deflated". This record is for the left side. Device remains implanted.